Event description:
The customer contacted stryker to report that their device does not show ECG on the screen, they cannot switch between AED and manual mode, and the menu button is not working. In this state the device may not be able to deliver defibrillation therapy if it was needed. Fimea informed stryker that the patient involved in the reported event is deceased; however, the healthcare professional advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The device is configured to not show ECG and not have access to manual mode. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.